Event description:
It was reported that during the implant attempt ,the physician had difficulty passing the guidewire through the lead. Although it could pass, there was some resistance. A different lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).